Event description:
Purchaser of the hospital reported in her letter that it was observed that the inner packaging and the sterile barrier are open. This was noticed before the surgery started. A replacement was available and surgery could be completed.

Event description:
Purchaser of the hospital reported in her letter that it was observed that the inner packaging and the sterile barrier are open. This was noticed before the surgery started. A replacement was available and surgery could be completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. The event was confirmed. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive handling during distribution.